Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2026, several millimeters of the stylet broke off during withdrawal following electrode insertion and remained within the cochlea. There are no reports of patient injury associated with this event. Additional information has been requested but has not been made available as of the date of this report.